Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9028863. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4). Noted that did not pertain to the complaint. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the syringe 1.0ml 8mm 90 bx 450 mo hub separated from the device. This event occurred 6 times. The following information was provided by the initial reporter: consumer reported they "opened the package of insulin syringes yesterday and found 6 syringes with the needles separated completely from the syringe."

Event description:
It was reported during use the syringe 1.0ml 8mm 90 bx 450 mo hub separated from the device. This event occurred 6 times. The following information was provided by the initial reporter: consumer reported they "opened the package of insulin syringes yesterday and found 6 syringes with the needles separated completely from the syringe."

Manufacturer narrative:
D.10 device available for eval yes, returned to manufacturer on: 2020-04-29. H.6. Investigation summary customer returned six (6) 1ml bd insulin syringes from an open polybag from lot 9028863. Consumer reported that 6 syringes had the needle separated completely from the syringe into the inside of the orange cap. All six returned syringes were examined and it was observed that all six syringes had broken barrel tips; the broken barrel tips were inside of the cannula shields. Maintenance dispatch #56735 was created during the production of this batch for one of the robot heads placing bags incorrectly. If the bags are placed incorrectly, the tamp can put pressure on the misplaced syringes causing them to break. It was found that the robot arm was worn out. The issue was resolved by locking the arm in place so it would not run until the arm was replaced. A review of the device history record was completed for batch# 9028863. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. H3 other text : see h.10.